Event description:
Pain and swelling on the left temporomandibular joint side.

Manufacturer narrative:
No user facility report received. Pt had previous multiple tmj surgeries including 2 arthroscopies and 3 arthroplasties. Treatment with antibiotics did not resolve the swelling although infection was ruled out due to negative results from cultures. Device remains implanted. Pt being monitored by implanting surgeon.